Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a broken safety mechanism which was noted during use. The following information was provided by the initial reporter: during using the product, it was found that the safety protection device couldn't be detached.

Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval? Yes. D10. Returned to manufacturer on: 9/10/2020. H6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used partially retracted unit, an empty package, and one photo. Upon inspection of the received unit, the needle has been fully retracted however the safety shield has not disconnected from the winged adapter. The reported issue was confirmed. Further inspection of the unit revealed that adhesive is present on the tip shield which can be observed by the discoloration of the tip shield. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to improper placement of adhesive. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva closed IV catheter system experienced a broken safety mechanism which was noted during use. The following information was provided by the initial reporter: during using the product, it was found that the safety protection device couldn't be detached.